Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause is unknown, as the relevant medical records have been requested but not provided, investigation results suggest/indicate it may be related to the mechanisms mentioned above, in combination with patient factors (atrial fibrillation, peripheral vascular disease, hyperlipidemia). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by partner 3 clinical study, the patient had tte at outside facility, approximately 7 years 8 months following a transcatheter aortic valve replacement, and the sapien 3 valve was found to have aortic valve (av) mean gradient of 27mmhg, a dimensionless index of 0.17, and an orifice area 0.6 cm2. Previous av mg was 19 with a dimensionless index of 0.36, and 1.0 cm2 orifice. The patient's hospitalization was prolonged, due to these findings.

Event description:
As reported by clinical affairs, the patient had tte at outside facility, approximately 7 years 8 months following a transcatheter aortic valve replacement, and the sapien 3 valve was found to have aortic valve (av) mean gradient (mg) of 27mmhg, a dimensionless index of 0.17, and an orifice area 0.6 cm2. The patient's hospitalization was prolonged, due to these findings. Per the medical record, the patient presented with worsening shortness of breath over a two-week period with intermittent wheezing with non-productive cough. She was quite orthopneic, prompting her to present to the emergency room. The tte also showed a left ventricle ejection fraction of 40-45% and mild aortic regurgitation with no paravalvular leak.

Manufacturer narrative:
A supplemental MDR is being submitted, due to the receipt of medical records. B4, g3, g6, and h2 have been updated. B5, b7, h6: health effect clinical, investigations findings, investigations conclusions, and h11 have been corrected with the new information. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The investigation results suggest/indicate patient factors (advanced age, atrial fibrillation, peripheral vascular disease, hyperlipidemia, hypertension, osteoarthritis) may have caused or contributed to the adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted, due to the receipt of additional information. H6: health effect - impact have been corrected.

Event description:
As reported by clinical affairs, the patient had tte at outside facility, approximately 7 years 8 months following a transcatheter aortic valve replacement, and the sapien 3 valve was found to have aortic valve (av) mean gradient (mg) of 27mmhg, a dimensionless index of 0.17, and an orifice area 0.6 cm2. The patient's hospitalization was prolonged, due to these findings. Per the medical record, the patient presented with worsening shortness of breath over a two-week period with intermittent wheezing with non-productive cough. She was quite orthopneic, prompting her to present to the emergency room. The tte also showed a left ventricle ejection fraction of 40-45% and mild aortic regurgitation with no paravalvular leak. Follow-up communication was received that the patient had a valve-in-valve procedure for worsening aortic stenosis.